Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient experienced an arrhythmia event post-implantation of this 21mm bioprosthetic aortic heart valve. The implant duration is unknown. As reported, a non-edwards valve was removed and this prosthesis was implanted in replacement. The patient presented junctional rhythm with a low heart rate (40 bpm), so a permanent pacemaker was implanted. There were no reported complications and the patient was noted as discharged.